Event description:
Multiple midlines 26g 1.9f leaking at hub. No discernable area on catheter when inspected. Differing lot numbers. Lot numbers with leaking reported on this patient: 11475235, 11595437. Ref report: mw5169790.